Event description:
Manufacturer received a report from a dealer that the end user alleges they "fell out of the scooter when it flipped backwards" while going up the driveway, causing end user to sustain a hairline fracture to the skull and a concussion. After further investigation, it was determined the end user was riding the scooter too close to the curb and fell into a rain gully and ditch.